Event description:
It was reported the subject device displayed an abnormal image. The issue occurred during cleaning and disinfection for a therapeutic plasma cutting procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3 and h6. Corrected field: d4 (this field should remain blank as three attempts to obtain the serial number from the field service engineer received no response). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that images were not displayed due to cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an abnormal image. The issue occurred during cleaning and disinfection for a therapeutic plasma cutting procedure which was completed using a similar device. There were no reports of patient harm.